Event description:
It was reported that during an unknown procedure the tip of acting blade was broken. The min/max button doesn't work sometimes. No patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. The device was functionally tested on the generator and the min hand control button was not functional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect internal components and corrosion was found at the min hand activation dome. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons.